Event description:
The customer reported via phone call that the insulin pump had a button error alarm and an unresponsive keypad . The blood glucose reading was 250 mg/dl. The customer was at the beach when they received the alarm. The insulin pump was not exposed to moisture. It was also stated that the screen goes from the main menu to other menu's without any of the buttons being pressed. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
No button response due to corroded keypad traces. No moisture damage on electronics and motor noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.